Manufacturer narrative:
Device evaluated by MFR.: the device was received together with the 6fr introducer sheath used with the device. The customers sheath was torn distally from its tip for approximately 3mm. This type of damage is consistent with a blade of the returned device catching on the sheath during withdrawal. As the sheath was torn, another of a new 6fr introducer sheath was used. Vacuum was applied and the device was successfully advanced through a 6fr boston scientific introducer sheath and successfully withdrew the device without any resistance or issues noted. A visual and microscopic examination was performed on the returned device. It was noted that one complete blade was completely detached from its blade pad. The entire blade pad remained undamaged and fully bonded to the balloon material. The detached blade was returned for analysis. The damage identified is consistent with excessive force being applied when resistance is encountered during the withdrawal of the device. All other blades were intact and fully bonded to the balloon material. An examination of the returned device identified that the balloon was full of inflation media, indicating that it had been inflated. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. No issue was observed with the tip or markerbands of the device which could have contributed to the complaint incident. A visual and tactile examination identified a severe kink on the shaft of the device located approximately 30mm distal of the strain relief. This type of damage is consistent with excessive force being applied to the device.

Event description:
It was reported that a blade detachment occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified forearm vein. A 5.00mm/2.0cm/50cm peripheral cutting balloon (pcb) was selected for use for a shunt percutaneous transluminal angioplasty (pta) procedure. During the procedure, the balloon was inflated three times at 5 atmospheres for 5 seconds successfully. After pta was performed, the blade of the pcb became caught on the sheath during removal from the patient's body. After the pcb was removed from the sheath and the patient's body, a balloon blade fell off. The procedure was not completed due to unavailability of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a blade detachment occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified forearm vein. A 5.00mm/2.0cm/50cm peripheral cutting balloon (pcb) was selected for use for a shunt percutaneous transluminal angioplasty (pta) procedure. During the procedure, the balloon was inflated three times at 5 atmospheres for 5 seconds successfully. After pta was performed, the blade of the pcb became caught on the sheath during removal from the patient's body. After the pcb was removed from the sheath and the patient's body, a balloon blade fell off. The procedure was not completed due to unavailability of the same device. No patient complications were reported and the patient's status was stable.